Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee artery. A 1.5mm x 20mm x 143cm coyote es was advanced for dilatation. However. During the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the middle. The device was removed, and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.